Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
It was reported that the patient underwent a total ankle replacement. Allegedly, the patient may need to undergo a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction -h6 results code and h6 clinical code the reported event could be confirmed, since images of CT scans were provided and matches the alleged failure mode. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the received information and noted the following: "there is a marked cyst formation in the tibia next to the tibial component, as well as a radiolucent line between the bone and the tibial component in the two CT-slices that were given. To get an impression of the overall radiolucencies, a plain x-ray or the full set of CT-slices would need to be reviewed. The CT-slices however give the strong impression of loosening and subsidence of the tibial component, as well as the talar component. It is not possible to rule out infection, based on the limited amount of information available." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.